Event description:
Information received indicates the account is unable to use nurse call from the bed.

Manufacturer narrative:
The technician found two broken pins on the nurse communication cable. He replaced the cable to repair the bed.